Event description:
Needle pull off. Customer reports that needle pulled off suture during dental surgery with no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.